Event description:
It was reported that t:slim x2 pump battery would not charge even though caller used tandem charging cable and wall adapter. There was no reported impact to the customer¿s blood glucose level. Caller tried different charging supplies and left pump connected to working outlet for extended time until pump began charging, and no pump shutdown occurred, so no further assistance was required.